Manufacturer narrative:
A trial ball head 32/14 l (ref: 6838, lot: 09.502400) has been received. It is reported that the trial head could be removed only with great difficulty from rasp, respectively original prosthesis. Further, the surgeon stated that under the enclosed rubber ring, after the surgery, blood and bone remains were gathering and could not be safely removed. The sterilization department saw no possibility to prepare the trial head. The cleaning issue is dealt with in another complaint (B)(4). Therefore, this investigation is limited to the removing issue. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. The trial ball head showed some scratches, on the outside, as well as in the inside. Besides that, no significant deteriorations or imperfections could be found on the trial ball head. No blood or bone residuals could be seen on/in the trial ball head. Further the device manufacturing quality records indicated that the released components met all requirements to perform as intended. A functional test was performed using an avenir müller stem size 4 (ref: 01.06010.204, lot: 2721920) and a fitmore trial neck (ref: 07.2378924, lot: 01.00559150). The trial ball head could be placed on the taper of the stem and the trial neck and removed again several times without any difficulties, without using any additional tools. Therefore, it remained unclear, why the surgeon encountered problems removing the trial ball head. Possible causes for the reported: instrument could not be used with the mating instrument or mating implant as intended -> due to failure of instrument mating condition. Inadequate usability of instrument -> due to inadequate design for intended handling performance. Components stuck together, incorrect conclusion on size -> due to compatibility of incompatible combinations. Instrument could not be used with the connected instrument as intended -> due to failure of instrument assembly condition. Comparison to investigation results whether it is possible and justification: possible, as the surgeon stated that the trial ball head could only be removed with great difficulty from rasp, respectively original prosthesis it could be said the mating conditions failed. Not possible, according to the complaint summary an adverse trend due to inadequate design would have been detected. Possible, as the surgeon didn't state which rasp / stem he was using the trial ball head with. Therefore it's possible that the surgeon has used the trial ball head with an incompatible competitor rasp / stem. Possible, as the surgeon stated that the trial ball head could only be removed with great difficulty from rasp, respectively original prosthesis it can be said the assembly conditions failed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. As it was not reported with which stem / rasp / trial neck the trial ball head was used, it was not possible to tell whether it was compatible with the trial ball head or not. In the functional test, the reported event could not be reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The device was received for investigation, the investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as investigation results and/or supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that trial head can be removed only with great difficulty from rasp, respectively original prosthesis. The surgery was delayed for 1 hour. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.